Manufacturer narrative:
An event regarding a crack/fracture involving an adm impactor was reported. The event was confirmed following visual inspection. Method & results: device evaluation and results: visual inspection: the adm impactor was returned fractured into two separate parts. The device was otherwise unremarkable. Medical records received and evaluation: not performed as no medical records were provided. Device history review: a device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies complaint history review: there has been no other similar events for the lot referenced. Conclusions: this event is currently under investigation in a CAPA. Complaint trend evaluation completed on adm rim impactor tip shows that the overall occurrence rates for cracked and/or broken rim impactor tips exceed the expected risk occurrence levels of negligible/non-existent (p1) identified in the design control risk documents. The overall CAPA plan is to: update the design control document to ensure validation includes clinically relevant impaction load orientation (off-axis) to mitigate the thread and tip fracture as identified in the field. Updates to the design control document will be captured as parameters in the verification & validation testing. Correspondingly, the device will be redesigned. The risk document will be updated to distinguish tip fracture and deformation/damage in the risk document. Accordingly, all complaints will be bucketed with respect to each failure mode (fracture versus deformation/damage). For the rim impactor tip redesign, the npdp process will provide the necessary control for the completion of both the correction actions and effectiveness check. The effectiveness check will be conducted over a 15 month period through the npdp assess phase and will then be monitored through stryker¿s procedure for product complaints and procedure for product complaint trend detection. No further investigation is required at this time. If additional information becomes available such as device details to indicate further evaluation is warranted, this record will be reopened.

Event description:
Pharmacist at the hospital, reported that "the impactor tip fractured during a procedure."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Pharmacist at the hospital, reported that "the impactor tip fractured during a procedure."